Event description:
During an incident in 01 involving a patient in cardiac arrest, this defibrillator prompted "service mandatory 4, timer failure". The screw powered the unit off and back on again, but the prompt did not clear. This happened 3 times. Als arrived, took over patient care and shocked the patient with another defibrillator. The patient did not survive. The customer also stated the unit prompted "service mandatory 4, timer failure" 3 times, during testing with a simulator.